Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the intended procedure was a screening, and it was completed using the subject device. Reportedly, the staff turned the unit off, then back on and it was working properly. According to the initial reporter, there was about a 10-minute delay, but no negative patient impact. The event date was confirmed as 24sept2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿intermittent image¿ issue was reproduced and found to be the result of a faulty dp printed circuit board. The cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was intermittently losing its image during inspection. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was appearing intermittently. Additionally, a visual inspection of the subject device was performed, and no abnormalities were noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.